Manufacturer narrative:
A ge representative evaluated the system and found a broken connector, but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported that the images produced were washed out and white. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.